Event description:
I am writing as a follow up to the recall of your eye care solution complete moisture plus to inform you that I have always used this product because, that was what my eye dr recommended. In my possession I do have the complete moisture plus and blink n clean, I have used the entire line. I do believe I have had an adverse reaction, but how do I know what it is associated with. I visited the emergency room of the hosp a couple months ago with the following symptoms, serious eye pain, redness, swelling, tearing, blurred vision (slightly), could not open my eyes (sensitivity to light). I was given an extensive eye exam, pain medication, and eye drops. My eyes are still painful and I have made two follow up eye appointment with the ophthalmologist the diagnosis was vague (eye infection - maybe pink eye) however, the problem is real. So this is not very comforting to know that my problem is associated with a purchased product. What do I do now? I await your response. I am currently obtaining a copy of my medical record.